Event description:
The hospital reported that hemopro2 extension cable unable to be removed from hp2 device after a case was completed. It felt completely stuck in the device.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise- (B)(4). Updated section. Corrected data. The device was returned to the factory for evaluation on 02/07/2025. An investigation was conducted on 03/11/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. The cable was returned attached to the harvesting device for onetrack 1230315. An attempt was made to remove the cable from the harvesting device; however, the cable would not disconnect from the harvesting device. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection issue" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot /serial number was not provided and the specific product lot /serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance

Event description:
N/a